Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they put new batteries into the patient programmer but the programmer would still not turn on. During the call caller double checked to make sure the new batteries were put in correctly, caller said that the batteries were "red hot" when they checked. Caller was still unable to get the programmer to turn on for the screen was blank. The issue was not resolved. No symptoms were reported. The patient rep called back stating they went for MRI but wasn't able to because MRI tech couldn't confirm eligibility. Ps attempted to walk caller through steps to confirm eligibility through pp but pp needs new batteries. Caller will replace batteries and call back. They pt received the programmer and needed help going into MRI mode. On the call pt used the programmer and it showed the warning screen to charge ins. Reviewed to charge ins first and then call back for help going into MRI mode. Caller also asked how to return the old one programmer back. Reviewed. The patient rep called back stating they've charged patient's implant and would like assistance accessing MRI eligibility information from the programmer. Caller stated they saw a warning screen to replace programmer batteries. Caller said they will need to get more batteries and call back after doing so. MRI instructions were emailed to caller and instructed to call back if they still need assistance. The patient rep called back stating they replaced the batteries in the programmer and was inquiring on how to enter MRI mode. The caller was walked through steps to enter MRI mode. Caller confirmed full body eligible.

Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97740 programmer (serial number (B)(6)) revealed corroded boards. Device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.